Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker, implanted with another manufacturer¿s right atrial (ra) and right ventricular (rv) leads, exhibited noise. Loss of capture was also noted on the rv channel. Boston scientific technical services discussed the potential for lead on lead abrasion and recommended bringing in the patient for further evaluation of the system. This device remains in service. No adverse patient effects were reported.